Event description:
It was reported that the recalled lens z9002 tecnis lens was implanted into the patient's eye and the physician did not have the refractive results that was anticipated. The patient is scheduled to undergo lasik touch to correct the refraction. Follow up attempts had been made to obtain additional information regarding serial number of the lens and other event detail. No further information has been provided.

Manufacturer narrative:
Expiration date: because the serial number is unknown, the expiration date cannot be determined. Implant date. Unknown . Explant date. Not applicable. Because the serial number is unknown, the manufacture date cannot be determined. (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Sex - male. Catalog number z900200225, serial number (B)(4), expiration date 11/19/2018. Implanted date: (B)(6) 2014. Manufacture date 11/19/2013. All pertinent information available to the manufacturer has been submitted. Placeholder.